Event description:
Serious facial mask and swelling from wearing masks. Never had an allergic reaction to other shipments of these n95 masks. Put on mask from a new box and shortly after had allergic reaction, redness and swelling of face. Still present two hours later. Happened with a previous mask from this box.